Manufacturer narrative:
It was reported that the hospital retained the lead. It was unlikely that the lead would be returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which resulted in the delivery of inappropriate anti-tachycardia pacing (atp). There were also low pacing impedance measurements less than 200 ohms which were confirmed with the pacing system analyzer (psa). No lead damage was visually observed. A revision procedure was performed and the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.